Event description:
It was reported by the affiliate that during a percutaneous transluminal angioplasty (pta) of the superficial femoral artery and vessels below the knee (btk), the physician attempted to insert a 7f 11cm brite tip sheath into the patient via the femoral artery, but the distal end of the sheath was frayed and he couldn't insert it into the patient. Therefore, he stopped using the device and he used another brite tip sheath of the same size without any issues. The procedure was successfully completed. There was no patient injury reported and the device will not be returned for analysis. The product appeared normal when taken from its packaging. There was no difficulty flushing or assembling the devices. The guidewire did not get caught on any plaque. The access site was not a cto and was not stenosed. Excess force was not used during insertion of the sheath. There was no difficulty or resistance noted. It is unknown if a dilator was used prior to inserting the sheath.

Manufacturer narrative:
This is the initial and final report for this device. Concomitant devices: guidewire:cruise, asato, balloon catheter: aviator, sheath introducer :terumo, destination, exoseal vcd. Complaint conclusion: during a percutaneous transluminal angioplasty (pta) of the superficial femoral artery and vessels below the knee (btk), the physician attempted to insert a 7f 11cm brite tip sheath into the patient via the femoral artery, but the distal end of the sheath was frayed and he couldn't insert it into the patient. He replaced the device with another brite tip sheath of the same size and the procedure was successfully completed. There was no patient injury reported. The product appeared normal when taken from its packaging. There was no difficulty flushing or assembling the devices. The access site was not a cto and was not stenosed. Excess force was not used during insertion of the sheath. There was no difficulty or resistance noted. It is unknown if a dilator was used prior to inserting the sheath. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15861193 revealed no anomalies during the manufacturing and inspection processes. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.